Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited low impedance via merlin.net transmission. The patient would be re assessed at next scheduled follow up. No additional information was available.